Event description:
Multi-system organ failure. Information was received on 11-aug-2003 regarding a patient, with 85% total body surface burn, who was graft with 48 epical cea grafts lot number ee00529 in 2003. The grafts were applied to the interior trunk and right upper arm. The patient expired the following month due to multi-system organ failure, unrelated to the use of epicel. No further information is expected. Manufacturer's comment: batch records for this patient were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this patient. Sterility tests samples collected pre-release and final product release were negative for growth.